Manufacturer narrative:
Awaiting confirmation from the distributor if the product associated with the event will be returning for analysis. Awaiting device return.

Event description:
Victory was used along with microcatheter cantata 2.5. First insertion of victory successed to get through most of the lesion. The doctor pullout victory then injected contrast, there was still few mm of lesion. The doctor insert again victory and had done maneuver with it, but when doctor wanted to twist and pull back victory some part, about 2c, left inside. Victory was broken.

Manufacturer narrative:
This complaint will be reopened if the part is returned for investigation. Device not returned to manufacturer.

Event description:
Victory was used along with microcatheter cantata 2.5. First insertion of victory succeeded to get through most of the lesion. The doctor pullout victory then injected contrast, there was still few mm of lesion. The doctor insert again victory and had done maneuver with it, but when doctor wanted to twist and pull back victory some part, about 2c, left inside. Victory was broken